Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying ¿error 2, error 3 and error 5¿ messages. The complaint was classified based on customer service representative (csr) documentation and a review of the call, performed by medical surveillance. The lay user/patient advised the csr that she began to obtain the ¿error 2, error 3 and error 5¿ messages on the subject meter on (B)(6) 2019 at 2.00pm and that she was unable to obtain a blood glucose reading. The patient stated that she manages her diabetes with a combination of diabetes medications (novolog; 20 units, 3x day, lantus; 35 units at night and metformin; 500mg 2x day) and explained that she took her usual diabetes medication in response to the alleged product issue. The patient stated that at 2.30pm on (B)(6) 2019, she developed ¿shakes, headaches, felt light-headed, weakness and blurry vision¿. The patient explained that she went to the ¿eye institute¿ on (B)(6) 2019 at 10.00am and was advised by a healthcare professional to ¿maintain her blood glucose levels¿. The patient denied receiving any further treatment or intervention due to the product issue. At the time of troubleshooting, the csr confirmed that the correct test strips were being used, the correct testing procedure was being followed and this was not the first time the meter had been used. Based on the information provided, there had been no misuse of the product. The csr confirmed that the error 2 message did not appear when power button is pressed. At the time of troubleshooting, the patient was unwilling to perform a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading with subject meter because of the alleged product issue.